Manufacturer narrative:
Analysis of an article "longitudinal observational study of total shoulder replacements with cement", raiss et al., j bone joint surg am, 96:198-205, 2014. This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury. Device not returned to manufacturer.

Event description:
One patient requires re-operation due to glenoid component loosening. Glenoid component was removed and the bone defect was treated by an autograft from the iliac crest that was fixed with absorbable screws.